Event description:
The customer reported that while the surgeon was performing a retinal photocoagulation procedure using the nidek dc-3000 diode laser photocoagulator, the laser aperature remained open (after attempting to close it via foot pedal) and created a hole in the retina.